Event description:
Case of total left knee. Implant # (B)(4) left medial 1/2 block 15 mm thick tibial augment with screws. Doctor inserted implant and while tightening 4 screw in place - one of the screw broke leaving the implant with only 3 intact screw implanted to left knee. FDA safety report ID # (B)(4).

Event description:
Case of total left knee. Implant # (B)(4) left medial 1/2 block 15 mm thick tibial augment with screws. Doctor inserted implant and while tightening 4 screw in place - one of the screw broke leaving the implant with only 3 intact screw implanted to left knee. FDA safety report ID # (B)(4).